Event description:
The nurse reported a system message displayed and could not be cleared during a case. The patient was scheduled for a pars plana vitrectomy, epiretinal membrane, and lensectomy of the left eye. Additional information received stated that the system lost suction when the surgeon was trying to remove a small cortical remnant near the end of the case. The scrub technician attempted to troubleshoot and flushed fluid towards the system instead of towards the tubing. The fluid was flushed into the receiver mechanism pcb causing the system message. The surgeon was unable to complete the air fluid gas exchange. The surgeon also wanted to remove more of the membrane from the retina. The patient looked okay on the first day post op. Three cases were cancelled. The nurse did not save the tubing for evaluation.

Manufacturer narrative:
The company service representative examined the system, and replaced the receiver mechanism pcb. The system was then tested, and met all product specifications. The receiver mechanism pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed fo FDA on: 09/03/2009.